Manufacturer narrative:
Date of event and UDI section are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was was reported that the warmer experienced over temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10: device received for evaluation, h3. Device evaluated by manufacturer, h6. Health impact and evaluation codes: updated. One device was received. A visual inspection noted a damaged block assembly and corroded drain fitting. The over temperature alarm went off at 30 degrees confirming the customer complaint. A root cause was due to printed circuit board (pcb) was faulty because the printed circuit board (pcb) would not take any adjustment. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.